Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose was 118 mg/dl. The customer reported that there was power error detected alarm. The customer performed the self test and pump error occurred during the self test. Customer was able to complete insulin pump rewind. The customer reported that they were able to successfully clear the alarm. The troubleshooting steps were provided for power error detected alarm. The customer was advised that the process should resolve the power error detected condition. The customer was advised to monitor the insulin pump and call back if the error recurs. The insulin pump will not be returned for analysis.